Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received deployed within the lumen of the returned section of the microcatheter at the proximal end. The stent delivery wire (sdw) and the introducer sheath were returned. Deformation was noted to the stent. The sdw was kinked/bent at the distal tip. Approximately 2mm appeared to have been removed from the introducer sheath distal tip. The introducer sheath was kinked/bent. This is likely the damage noted in the event description during packaging for return. Unable to perform functional inspection as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The as reported 'stent deployed prematurely during retraction/re-sheathing' was not confirmed as the stent was determined to have been deployed during use during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿subsequently, the physician replaced it with a second stent, measuring 4.5mmx21mm, and continued to deliver it through the same microcatheter. After the stent passed through the hub of the microcatheter and entered it, the physician found that the stent could not be advanced further despite multiple attempts. During the withdrawal of the delivery wire, the physician discovered that the stent had become deployed near the hub of the microcatheter¿ the stent was received deployed within the lumen of the returned section of the microcatheter at the proximal end. The stent was noted to be deformed. The sdw was kinked/bent at the distal tip. Approximately 2mm appeared to have been removed from the introducer sheath distal tip. As the distal tip of the introducer sheath had been removed prior to the device return, it is not possible to accurately determine the introducer sheath's positioning within the hub of the microcatheter at the time of stent transfer. Based on this, and the deformation noted to the stent, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved either proximally or distally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent could partially deploy into the gap (created by proximal sheath movement), or the stent could become damaged as it passes through the deformed distal tip opening of the sheath (due to distal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. When attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal end of the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' and the as analyzed 'stent deployed prematurely during use', 'stent deformed' and 'sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of user error has been assigned to the as analyzed code 'stent introducer sheath distal tip damaged' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications. However, it was not used in accordance with the dfu, there was an act or omission of an act during preparation and set-up that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The as reported 'stent deployed prematurely during retraction/re-sheathing' was not confirmed.

Event description:
Analysis of the returned device revealed that subject stent was deployed prematurely during use. There was no clinical consequence to the patient due to this event.